Event description:
It was reported a nurse that a vns patient experienced pain at the generator site due to unknown reason and wishes to have the generator removed. Further information was received from the nurse indicating the patient does a lot of manual work which in turn causes trauma to the chest area and provokes local chest pain. The most recent system diagnostics are within normal limits (no specifics). At the moment generator removal surgery is likely but has not been confirmed.

Manufacturer narrative:
.